Manufacturer narrative:
(B)(4). The embolic protection system (esp) was returned with no blood visible and saline on the shaft. The delivery catheter (dc), filtration element, bare wire and torque device were returned. The filtration element was returned fully deployed onto the bare wire. There was no damage noted to the filtration element. The red locking clip was returned attached to the white pull handle of dc. This is all consistent with the reported information that the device was not used in the patient. Analysis also noted the dc pod was separated distal to the marker band and was returned loose on the bare wire. The material at the separation was jagged. The dc pod was wrinkled distal to the marker band and the shaft of the dc was wrinkled distal to the guide wire exit port. There was no other damage noted to the eps. In this case, the wrinkling of the dc pod and the separation were not reported or noted during the inspection prior to the attempt to load the filtration element. It was reported that the physician made another attempt to load the filter into the pod which at this point was outside of the tray and appears to have contributed to the noted wrinkling. It is possible that further handling during packing for return to abbott vascular for analysis could have subsequently contributed to the separation, thus, the noted separation or wrinkling of the dc pod do not appear to be related to a product quality deficiency. Analysis noted the torque device was located on the silver portion of the bare wire. The inner diameter of the separation portion of the dc pod was measured and met manufacturing criteria; however, the dc pod length was not measured due to the separation. The pusher length was measured distal from the marker and met manufacturing criteria. The returned filtration element and bare wire were used to load into the new dc and it was fully loaded with no anomalies noted. Difficulty loading the filtration element into delivery catheter pod during preparation can be affected by numerous factors including, but not limited to, damage to the pod, the pod inner diameter may be too narrow, the pod length may be too short, the pusher length may be too long, the loading funnel inner diameter may be too narrow, not using the torque device and/or physician technique. To ensure this is not a manufacturing deficiency, all emboshield nav 6 pods are dimensionally inspected for inner and outer diameter, wall thickness and pod length and a 100% in process inspection is performed to ensure appropriate polyimide pusher trim length. In this case, a conclusive cause for the reported difficulty to load the filtration element into the dc pod could not be determined. A review of the finished device history record for this lot did not reveal any non-conforming material records for this lot.

Event description:
It was reported that during preparation the emboshield nav 6 did not completely load in the delivery catheter (dc) pod. The filter was pulled into the pod using the torque device. When the device was removed from the package it was discovered that the filter had not been pulled completely into the pod. The physician made another unsuccessful attempt to pull in into the pod. The device was not used and there was no patient involvement. Though requested, no additional information was provided. Subsequent device analysis revealed the dc pod was separated distal to the marker band.